Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon alleged, the 130 degree aiming arm and the insertion handle were lining inaccurately. The patient was unharmed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The part was not returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received. Placeholder.